Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are having a problem with the device. Patient stated the area where the device is in their back is not healing and it seems like it is getting infected. Patient stated this have been happening since the implant date. Patient said they are seeing the hcp on friday and they stated they may have to take the device out. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp called to respond to the follow-up letter they received. Caller stated cultures showed no infection, issue was resolved by cleaning out the ins pocket and relocating the ins site. The ins was not removed or replaced. Patient was doing well following surgery, wound was healed and device was working perfectly. Caller stated the manufacturer representative (rep) was available and provided antibiotic pouch to use during revision and that was helpful.